Event description:
Report received from us stating that the device was leaking oil. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).